Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezf1896 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed (B)(6) 2016. It was stated that both clamps broke on the catheter. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken clamp was confirmed but the exact cause remained unknown. The product returned for evaluation was a small medi-clamp similar to those used on the implicated hemostar dialysis catheter. The clamp was microscopically inspected and three break locations were found. Both prongs of the clamp catch and one spring arm were broken. Examination of the fracture sites showed all to be granular and topographically complex with highly localized white discoloration near the break site at the spring arm. No overall discoloration or physical indication of material degradation was observed. No mechanical contact damage was observed. An attempt was made to recreate the observed fracture features on a non-complainant device which contained the same clamp part. Excessive forceful clamping, cyclic material fatigue, and clamping about a large radius did not result in breaking the test clamps. No similar complaints were reported for the implicated product lot and the lot passed all quality inspections with no potentially contributable events. The observed fracture features on the complainant device were indicative of brittle failure but no visible evidence of material degradation was observed. This lack of evidence did not preclude the possibility of material degradation being a possible contributing factor but ultimately insufficient evidence was observed to determine the root cause of the event. A lot history review (lhr) of rezf1896 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed (B)(6) 2016. It was stated that both clamps broke on the catheter. No patient harm was reported. On (B)(6) 2017 - facility reports using povidone iodine to clean the catheter and clamp.